Event description:
The e-mail received from the (B) (6) registry indicated that approximately eight months post index procedure the patient experienced hemiparesis and hemiataxia on the right side. Onset is unknown and recovery has been partial with minor residual. The patient is a (B) (6) female was enrolled in the sapphire study and had a precise stent placed in the proximal left internal carotid artery on (B) (6) 2009. There was no neurological events associated with the procedure and the patient was discharged the next day. Approximately eight months later the patient was admitted to the emergency room complaining of nausea and vomiting. The patient vomited about 3-4 times. She presented to the emergency room also with some right arm weakness. She was also noted to be in some mild respiratory failure. The patient was felt not to be a candidate for thrombolytics as it was very unclear the onset of the right arm weakness. The patient was then placed on bipap because of hypercapnia. Chest x-ray showed copd changes but no infiltrates. The patient was admitted for acute cerebrovascular accident (cva) with right arm weakness and started on avelox for possible aspiration. The onset of the symptoms is not clear. The patient scored 8 on the nih stroke scale. She was also placed on nebulizer treatments for her copd. She was started on plavix for cva. The patient was felt to be stable enough to be discharged to rehab on (B) (6) 2009. Per discharge summary, pt¿s discharge diagnosis: left parietal occipital cerebrovascular accident with right monoparesis; acute hypoxic respiratory failure likely secondary to aspiration; copd, bronchitis.

Manufacturer narrative:
Tylenol 650 q.6 h. As needed, benicar 10 milligrams once daily, plavix 75 milligrams once daily, colace 100 p.0. Twice daily, pepcid 20 twice a day, hydrea 500 orally once daily, duoneb q.6 h., zocor 20 milligrams daily, fosamax 70 milligrams q. Every monday, calcium with d 500/200 one tablet once daily, xalatan 1 drop both eyes at bedtime, multi vite 1 tablet once daily, travatan 1 drop both eyes once a day, avelox 400 p.0. Daily for 5 days. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
Information received via the (B)(4) registry indicated that approximately eight months post index stenting of the left internal carotid artery (lica) with a precise stent the patient experienced hemiparesis and hemiataxia on the right side with diagnosis of left parietal occipital cerebrovascular accident. Onset is unknown and recovery has been partial with minor residual. At index procedure the (B)(6) female had a medical history of hyperlipidemia, clinical copd, history of smoking (>5packs of cigarettes), coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication. Nih stroke score was 0 with a rankin score of 0. The reference vessel diameter was 6.0mm and the 90% stenosed target lesion was eccentric with mild calcification and mild vessel tortuosity. There was no thrombus present. An angioguard embolic protection device was delivered without technical difficulty or associated adverse event. No pre-dilation was document. The precise was delivered without technical difficulty or adverse event to the intended target lesion with a total stented segment of 40mm. The angioguard was successfully removed without technical difficulty or associated adverse event. Debris was found in the filter upon removal. The patient had no neurological deficits when leaving the procedure suite and was discharged the following day with an nih stroke scale score of 0 and rankin score of 0. Antiplatelet therapy included pre, post and discharge aspirin as well as post procedure and discharge clopidogrel. Heparin was administered during the procedure. At thirty day follow-up, the nih score was 0 and rankin score 0 with no adverse events. Approximately eight months later the patient was admitted to the emergency room complaining of nausea and vomiting and some right arm weakness was noted. The patient was felt not to be a candidate for thrombolytics as it was very unclear the onset of the right arm weakness. Antiplatelet therapy included aspirin. The patient was admitted for acute cerebrovascular accident (cva) with right arm weakness and started on avelox for possible aspiration. The onset of the symptoms is not clear. The patient scored 8 on the nih stroke scale. She was also placed on nebulizer treatments for her copd. She was started on plavix for cva. The patient was felt to be stable enough to be discharged to rehab three days later with a diagnosis of left parietal occipital cerebrovascular accident with right monoparesis. The precise stent remains implanted and therefore is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13304816 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stroke is a well-known documented potential complication of carotid artery stenting and is listed in the IFU as such. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device; therefore no corrective actions will be taken.